Event description:
MDR decision date: (B)(6) 2012 - no serious injury alleged. Malfunction alleged. Consumer called in and stated that the pronto was running real slow, even after he has charged it. MDR filed.

Manufacturer narrative:
(B)(4) 2012 - no RMA has been initiated for this issue. Model pronto, serial number/date code unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age, height and weight is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.